Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0343652v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
A consumer reported the patient's system on their right side was removed due to infection. In (B)(6) 2015, the patient noticed a purulent swollen spot on the top of the implantable neurostimulator (ins). An infection was confirmed and the system was explanted. The patient's indication for use is parkinson's dual and movement disorders. No diagnostics or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-03833 and 6000153-2016-00699.